Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed since the initial report was submitted. The console was returned and tested. The failure mode was replicated on boot up in the lab. Visual inspection revealed the lcd screen of battery 2 was blank. The root cause of the battery failure was a defective pbm not being to charge one of the batteries leading to depletion and battery lockout.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a battery failure alarm. There was no patient involvement. The aic was returned for evaluation.